Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified syringes overused. The fse then replaced a sample syringe and reagent syringes to resolve the issue. The fse performed calibration, quality control and patient samples with passing results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6) the beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining low patient results with a ¿g¿ flag for multiple chemistries on their dxc 700 au clinical chemistry analyzer. The affected chemistries were not specified. The customer indicated the issue occurred on two different dates, 09dec2025 and 12dec2025. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: MDR-1 is for event that occurred on 09dec2025